Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once the procedure was complete and after the pocket was closed, testing through the device showed r waves had diminished somewhat on the right ventricular (rv) lead. The physician was made aware immediately. No further action was taken and patient was admitted for overnight hospitalization, per physician standard protocol. Upon post op follow-up interrogation the following morning, the rv lead sensing was found to be further diminished. The physician then reprogrammed the sensitivity. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.